Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that when he gets up in the morning, he makes sure he¿s on the stimulation for the day and by the time he gets to work an hour later, the stimulation had adjusted itself down for 3 days and he didn¿t know why. The patient reported that liked the stimulation at 2.0v and when he gets to work an hour later its at 0.2v. It was recommended that the patient try adjusting the position in adaptive stimulation. The patient reported that he had done this and waited the minutes to make sure it stays. The patient was to try this again. No further complications were reported.